Event description:
While the surgeon was drilling a screw hole for the acetabular cup liner the tip of the drill bit broke off. The broken piece was suctioned up from the surgical field. The event caused no harm/injury to the patient. The drill bit was being used during hip surgery.